Event description:
Patient obtained a blood glucose result of - 200 mg/dl, while using the suspect device. Based on this result, patient was reportedly given 3 units of insulin lispro. Approximately one hour later, patient reportedly lost consciousness. Emergency medical services were summoned, on patient's behalf, and upon their arrival patient's blood glucose measured 20 mg/dl on paramedics' blood glucose monitor. Within 10 minutes, patient's blood glucose was reportedly retested, using the suspect device, with a result of 220 mg/dl. Reporter stated that patient was started on an intravenous glucose solution and was subsequently transported to the hospital for additional treatment. Reporter indicated that patient remained hospitalized for 14 days, primarilyu due to complications of a prior stroke. No additional details of patient's treatment were provided. Patient's current condition: "not too good, almost bedridden." Reporter indicated that quality control testing had been performed on the suspect device, two months prior to the event, and the results fell within the acceptable range. Reporter stated that patient had been storing her test strips in the refrigerator. At the time of the report, patient no longer had the strips in use at the time of the event.